Event description:
The patient was undergoing a thrombectomy procedure using a penumbra system 5max ace reperfusion catheter. During preparation for the procedure, two catheters were damaged. The first catheter was found damaged upon inspection during preparation for the procedure. The second catheter was discovered to have a leak in the strain relief area and was successfully removed from the patient without issues. The two damaged catheters were not used in the procedure. A third catheter was removed from inventory and performed without issue.

Manufacturer narrative:
Conclusion: the product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This MDR is associated with MDR 3005168196-2014-00359. Device was disposed of by the hospital.